Event description:
It was reported that during biomedical engineering test/check, the unit was sent for pm. There was no patient involvement. During device evaluation it was discovered that the unit had a bent comb. Due diligence is complete; no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was found to have a bent comb. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: australia.